Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer vascular plug ii were reported in a research article in a subject population with multiple co-morbidities including ventricular septal defect. Complications reported included surgical intervention (transcatheter snare), device embolization, residual shunt; these complications are anticipated for the procedure and subject population. The reported IFU deviation/off-label use was associated with implanting amplatzer vascular plug ii for peri-membranous ventricular septal defect closure. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. It should be noted that the amplatzer vascular plug ii, instruction for use (IFU), artmt600034447, rev b, states: the amplatzer¿ vascular plug and amplatzer¿ vascular plug ii are indicated for arterial and venous embolizations in the peripheral vasculature. B3: date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided literature: article title "closure of perimembranous ventricular septal defects using the amplatzer vascular plug ii: experience of a mexican centre".

Event description:
The article, "closure of perimembranous ventricular septal defects using the amplatzer vascular plug ii: experience of a mexican centre", was reviewed. The article presented a retrospective, single center study to demonstrate safety and efficacy of using the amplatzer vascular plug ii device for perimembranous ventricular septal defect closure with retrograde approach and show the follow-up in all patients. Devices included in the study were solely amplatzer vascular plug ii. The article concluded the second generation of the amplatzer vascular plug ii seems to offer a safe and attractive alternative for percutaneous closure of the perimembranous ventricular septal defects. [The primary and corresponding author was roberto mijangos-vázquez, pediatric interventional cardiology department, pediatric specialties hospital, tuxtla gutiérrez chiapas, méxico, with corresponding email: dr.rmijangos@gmail.com]. The time frame of the study was from april 2016 through september 2024. A total of 45 patients were included in the study, of which all received an abbott device. The average age was 6 years and the majority gender was female. Comorbidities included ventricular septal defect.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided literature attachment: article title "closure of perimembranous ventricular septal defects using the amplatzer vascular plug ii: experience of a mexican centre."